Event description:
Information received that the head hi/low drifts down slowly. No injury reported.

Manufacturer narrative:
Bed stored 7th floor. Technician found that the head hi/low drifts down slowly. Removed CPR/emerg trend valve to find the rubber plunger detached from the valve stem. Replaced the CPR/emerg trend valve to resolve this issue.